Manufacturer narrative:
Per the t:slim user guide states, "replace the cartridge every 72 hours if using novolog¿. Per the t:slim user guide, "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels reaching above 1,000 mg/dl and dehydration. Reportedly, the customer was using infusion sets for approximately 5 days and was refilling cartridges with insulin. Customer was treated through intravenous insulin and released from the hospital 3 days later.